Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of skin irritation, cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 09/18/2025 and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of skin irritation, cancer. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed dust-like contamination and hairs/fibers in the air outlet port along with potential mineral deposit stains and dust-like contamination and black and gray hairs/fibers at the air inlet of the blower box, the manufacturer also observed dust-like contamination and potential mineral deposit debris was on the top of the blower motor and blower motor seal. They also found brown unknown contamination and hairs/fibers were at the rear panel and bottom enclosure creases and blower motor had significant potential mineral deposit stains on outside bottom of it and on the inside of it, indicating potential water/liquid ingress. They found white, brown and black (inconsistent with degraded sound abatement foam) dust-like contamination in the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found six error codes. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.